Event description:
It was reported that a break occurred requiring additional intervention. A 135x40cm ekosonic endovascular device was selected for use. During the procedure, the console kept giving an alarm. The ultrasonic core was left in. During removal of the ultrasonic core, some of the distal portion broke off. When the .035 wire was pushed through the wire port, the remaining portion of the unltrasonic core wire was pushed out of the distal end. Attempts made to snare the device out of the patient were unsuccessful. A popliteal cut down was performed to retrieve the foreign body. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the ekosonic endovascular device was returned for analysis. The ultrasonic core (usc) was broken approximately 100cm from the luer barb, at the start of the treatment zone. Additionally, the treatment zone was severely kinked. The infusion catheter (ic) was cut at approximately 44cm from the strain relief. This was likely performed after the procedure. The usc was unable to be functionally tested because it was broken. The reported error message was unable to be confirmed; however, it is likely that the error messages were caused by the kinked and broken usc.